Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 sample functional testing. No issues were observed relating to underfill as all samples met specifications. Upon review of the complaint information, it was determined a clinical investigation regarding erroneous results was not required as the customer confirmed clearly underfilled tube was analyzed for blood glucose. Overfilling or under filling of tubes will result in an incorrect blood-to-additive ratio and may lead to incorrect analytic results or poor product performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and erroneous results-glucose. Bd was not able to identify a definitive root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg blood collection tubes, there was one device with low blood fill volume. The tube was tested for glucose and erroneous results were reported; however, no treatment was changed based on the results. There were no other health consequences or impacts reported.